Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned device does not confirm no reported product problem, but found the spring to be missing. Root cause and corrective action are documented in the CAPA system.

Event description:
The attune rp ps artic surf sz5 was reported for unknown reason.